Manufacturer narrative:
UDI related data quality updates only.

Event description:
Upon inspection of the internal components/tank, cq epidemiology has identified potential contamination with the unit. Based on our findings, cardioquip recommends performing heterotrophic plate count (hpc) testing on the impacted unit to provide a quantitative assessment of water quality.

Event description:
Upon inspection of the internal components/tank, cq epidemiology has identified potential contamination with the unit. Based on our findings, cardioquip recommends performing heterotrophic plate count (hpc) testing on the impacted unit to provide a quantitative assessment of water quality.

Manufacturer narrative:
Cardioquip epidemiology observed potential contamination of a device. Due to the discoloration of the tubing, epidemiology recommended that the device receive hpc testing to provide a quantitative assessment of the water quality. The customer was notified of the potential contamination and recommendation via email. Following this, the customer requested an internal water path replacement on (B)(6) 2023. As of (B)(6) 2023 the internal water path replacement was started, which will return the device to specification. A follow-up will be filed if any additional information or information that corrects this report is obtained.